Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found external abrasion breaching the optim sheath only proximal to the suture sleeve tie down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can. The reported event of insulation damage was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, slow charge time was noted on the device. The device was explanted and replaced. During device exchange, the physician noted insulation damage on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable with no consequences. Related manufacturer report number: 2938836-2019-13947.